Event description:
It was reported that the ilet user connected the infusion set connector to the pump incorrectly and was educated to twist the connector from the 9 o¿clock to the 12 o¿clock position to lock it in place, consistent with a use-of-device problem involving the infusion set and connector. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no device problem found, and the event was attributed to user handling during connection. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.